Event description:
It was reported that guidewire entrapment occurred. The 80% stenosed target lesion was located in the mildly calcified and moderately tortuous of left side of external iliac artery. After a non-bsc guidewire crossed the lesion and was removed, a 300cm, 12cm v-18 control wire guidewire was selected. A atlantis 018 imaging catheter was used to observe the lesion. Flushing was performed with the imaging catheter and the guide wire. The imaging catheter was attempted to be inserted; however, strong resistance was encountered at the guidewire shaft. The imaging catheter was flushed again and reinserted but strong resistance was encountered again. The guide wire was then removed and then insertion of the imaging catheter was attempted again but it was stuck on the guidewire. The physician then exchanged the imaging catheter with another of the same device and guidewire was exchanged with a non-bsc guidewire to complete the procedure. There were no reported patient complications and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Device measurement was within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of operational context was assigned as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire entrapment occurred. The (B)(4) stenosed target lesion was located in the mildly calcified and moderately tortuous of left side of external iliac artery. After a non-bsc guidewire crossed the lesion and was removed, a 300cm, 12cm v-18 (tm) control wire (tm) guidewire was selected. A atlantis 018 (tm) imaging catheter was used to observe the lesion. Flushng was performed with the imaging catheter and the guide wire. The imaging catheter was attempted to be inserted however strong resistance was encountered at the guidewire shaft. The imaging catheter was flushed again and reinserted but strong resistance was encountered again. The guide wire was then removed and then insertion of the imaging catheter was attempted again but it was stuck on the guidewire. The physician then exchanged the imaging catheter with another of the same device and guidewire was exchanged with a non-bsc guidewire to complete the procedure. There were no reported patient complications and the patient's status was good.